Event description:
The patient's blood glucose rose to approximately 24-27 mmol/l (432-486 mg/dl) while wearing the pod for an unknown duration. It was reported that there was no alarms from the dexcom sensor or the omnipod controller. The controller was reported under (B)(4), FDA MFR report no 3004464228-2025-64134). The patient was sleeping and the patient's partner noticed that the patient became unresponsive. The partner called a hospital for advice and an ambulance was sent. The pod was removed at home, and an insulin bolus was administered using an insulin pen. No further information is available on the treatment provided. Dexcom has been notified of the event. Additional information was received on 11 february 2026. The patient was admitted to hospital on (B)(6) 2025. Symptoms include nausea, stomach cramps, and drowsiness. The patient's ketone level measured at 1.6 mmol/l. The patient then returned to hospital on (B)(6) 2025 due to continued hyperglycemia, however the patient was not admitted and was advised to replace a pod. The patient was treated at (B)(6) hospital.

Manufacturer narrative:
Additional information on the device information and incident details were obtained. Section b5, d4, h4 and h6 have been updated accordingly. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's blood glucose rose to approximately 24-27 mmol/l (432-486 mg/dl) while wearing the pod for an unknown duration. It was reported that there was no alarms from the sensor or the omnipod controller. The controller was reported under (B)(4) ((B)(4), FDA MFR report no 3004464228-2025-64134). The patient was sleeping and the patient's partner noticed that the patient became unresponsive. The partner called a hospital for advice and an ambulance was sent. The pod was removed at home, and an insulin bolus was administered using an insulin pen. No further information is available on the treatment provided. Dexcom has been notified of the event.